Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that rapid premature battery depletion was observed. The device was explanted and preplaced. The patient is stable.

Manufacturer narrative:
Lithium clusters were observed during the analysis. No additional analysis is necessary.